Event description:
Complaint alleged that while performing physical therapy on a (B)(6), male, the patient collapsed into cardiac arrest. The device was attached to the patient and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complaint indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.